Event description:
It was reported that during procedure, the distal end of the subject guidewire got broke inside the patient which was removed with the help of snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported as per the physician that the subject guidewire got broke inside the patient which was then taken out with the help of a snare. Additional information received indicated that the issue was noted at the distal end of the guidewire. The device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was moderately tortuous. The wire was torqued to overcome the resistance and there was moderate tortuosity located relative to the tip of the subject guidewire. The device was not returned for analysis, however based on a review of the available information it is probable that the tortuosity of the anatomy and torquing of the device to overcome resistance caused the reported guidewire fracture. An assignable cause of procedural factors will be assigned to the reported guidewire distal tip broken/fractured during use as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during procedure, the distal end of the subject guidewire got broke inside the patient which was removed with the help of snare. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.